Manufacturer narrative:
The hill-rom tech found a connector on the side communication board was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side communication board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call would not work. The bed was located in ICU at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).